Event description:
Reportedly, this valve was explanted after three years and 11 months implant duration due to severe mitral regurgitation, stenosis and calcification. No further info available.

Manufacturer narrative:
Device not returned.